Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose (bg) level of 193 (mg/dl). Troubleshooting with tandem technical support indicated the occlusion was likely at the site; however, the customer declined to remove the infusion site to confirm. It was indicated that the customer would change their supplies at a later time.